Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient coded while receiving continuous renal replacement therapy with a prismaflex machine. Facility staff were unable to revive the patient. The cause of death was not reported. The device was not returned for evaluation; however, the device is pending an on-site evaluation by a baxter technical service representative. No further information was available at the time of this report.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. The device underwent functional testing, including the earth leakage test (elt), protective leakage test (plt), patient earth test (pet), verified scales, and verified pressures, and the device performed according to product specification. A short, simulated therapy was successfully performed. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.